Event description:
It was reported that a 32-year-old female patient underwent a breast augmentation surgery with two 750cc mentor memorygel breast implants and experienced generalized illness problems including pain, fatigue, lymphadenopathy, and abnormal pancreatic lesion post-operatively. The patient also reported she had a rupture on the left breast prosthesis. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 08, 2022, mentor received additional information regarding the device return status and patient's diagnosis. It was reported that the complaint device had been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. It was also reported that the patient's breast implants were bottoming out and that the patient had multiple previous surgeries. Manufacturer¿s reference number: (B)(4).